Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The patient experienced gradual symptoms of sweating (B)(6) 2016. The patient notified their healthcare provider (hcp). The patient's non-pump medications were changed without effect. It was further stated the hcp noticed more then expected residual drug at refills. Around the (B)(6) 2016, the patient experienced a bad fall (fell on face) and broke ribs, injured shoulder, and 2 concussions. The patient experienced pain as a result of the fall, so the pump medication was increased. The patient got relief, but would then use all of their boluses at the earliest time. Within an hour the patient would need another bolus, as the pain would be a 10 out of 10. On (B)(6) 2016, the patient experienced a sudden onset of sweating and withdrawal. A dye study was performed on (B)(6) 2016 and confirmed the pump was not delivering drug/not functioning. The patient currently did not have a managing physician. The patient requested physician listings. History: foot amputation (pre-existing medical condition)

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8578, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-jun-08. It was reported that in (B)(6) 2016 the patient experienced withdrawals. A dye study was attempted as diagnostics/troubleshooting performed but the catheter wouldn¿t aspirate. It was noted that the pump ¿floating¿ in the pocket may have caused a kink in the catheter. The pump had been put into minimum rate back in (B)(6) 2016 at the time of the withdrawal episode and was delivering dilaudid at an unknown concentration. It was related that the patient had moved and it took a ¿long night time¿ to find a managing doctor. Surgical intervention did not occur but was planned to be scheduled for a pump and catheter replacement. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury ¿ (note this is conflicting with the report of withdrawal). No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-09. The cause of the pump "floating in the pocket" was clarified to be that the pocket was too large for the pump. It was indicated that they didn't believe that the pump would be sent in for analysis unless the hcp requested as there was no reason to believe that the pump was the issue at that point. It was noted that the representative would notify if anything would be sent in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a broken neck, sprained shoulder, broken ribs, whiplash, and a double concussion. It had been a mess ¿and all of this I have withstood¿ without the pain pump. The pump had quit. The patient went through withdrawals. The patient¿s charcot marie tooth became active and she lost her right foot. The patient¿s husband had passed away, and the patient fell at the funeral. The patient was still trying to get a new physician because they needed one for transportation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.